Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 372 mg/dl. The customer stated their insulin pump was exposed to moisture from sweat prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.